Event description:
It was reported that post procedure chest x-ray showed electrode dislodgement and migration. The electrode had formed into an s shape and the proximal portion was also observed to be below xiphoid process. It was noted that during the procedure fluoroscopy post slitting of sheath showed satisfactory position. During the defibrillation threshold (dft) test ventricular fibrillation (vf) was successfully terminated with a 65 joule shock. The shock impedance was within range, but slightly high at 118 ohms. The patient was noted to have a high bmi. Further testing may be considered in the future but has not been scheduled. The electrode remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.